Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 558 mg/dl with diabetic ketoacidosis. The cause of elevated bg was unknown. Blood glucose level was addressed with a supply change and manual injection. Reportedly, customer reverted to an alternate method of insulin therapy.